Event description:
It was reported that the device would not power on with ac or dc (battery) power. The failure was observed during a shift check, so there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed power supply assembly at the failure analysis center and observed that only ac power was failing and the assembly would not charge a battery. Dc (battery) power did operate properly when a charged battery was installed. It was determined that the cause of the no ac operation and no battery charge was due to a shorted field effect transistor (fet), designator q6, on the eos power supply.